Manufacturer narrative:
It was initially reported that the rv (right ventricular) lead was removed due to high impedance and noise on the egm. Further information was subsequently received and reported that intermittent capture and high impedance was observed. A lead fracture was suspected. No patient complications were reported as a result of this event. No conclusion can be drawn capture, intermittent impedance, high lead(s), fracture of noise.

Event description:
It was reported that the rv lead was removed due to high impedance and noise on the egm. No patient complications were reported as a result of this event.

Event description:
It was initially reported that the rv (right ventricular) lead was removed due to high impedance and noise on the egm. Further information was subsequently received and reported that intermittent capture and high impedance was observed. A lead fracture was suspected. No patient complications were reported as a result of this event.